Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements show affected channels. Reportedly, the user's hearing performance with the device has not been affected. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
There were high channels reported during device testing completed on (B)(4) 2018. The recipients hearing performance with the device has not been affected. Additional information has been requested from the field, but none has been received.

Event description:
There were high channels reported during device testing completed on (B)(6) 2018. The recipient's hearing performance with the device had not been affected. The user has been re-implanted on (B)(6) 2019.

Manufacturer narrative:
Conclusion: investigation revealed damage to the active electrode likely caused by repeated external mechanical impacts on the device. The problems described in the recipient report appear to match the damage found. This is a final report.